Event description:
During a cholecystectomy procedure, the clip on the sample side came off from the cut edge. It could not be determined if the staple malformed or not. There was no patient consequence.